Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a clearlink system solution set in which a separation occurred. According to the report, the set separated at the top chamber. The proces step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual testing was performed and a separation between the chamber and the tubing was observed. A slight solvent stain was seen in the tubing. Functional testing was performed. A section of the tubing was cut off for measurement and dimensional results indicated the tubing is within specification. The reported condition was confirmed but a definitive root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.